Event description:
It was reported that during a cranial procedure, a severe error message was displayed during navigation. When the computer displayed the error message, the mask communication unit could not be detected. The error message persisted with the use of an alternate communication mask and navigation was aborted as a consequence. The procedure was completed without the aid of navigation. No adverse event was associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.